Event description:
Customer reported that the outer cannula of a 4.0oped tracheostomy tube separarted from the hub. Customer reported that the patient was placed on a CPAP, continuous positive airway pressure device and a few minutes following, she heard a whistling noise coming from the patients tracheostomy tube. The customer reported that upon examination, a crack was observed around and junction of the tube causing separation. There was no patient harm report and the tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report has not been returned for evaluation.